Event description:
New information received notes that premature battery depletion was alleged on the device.

Manufacturer narrative:
Correction: g3: date should be (B)(6) 2025.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was received at elective replacement indicator (eri). A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the current drain and premature battery depletion

Event description:
It was reported that a patient's pacemaker exhibited premature battery depletion. No intervention or adverse patient consequences were reported.